Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak occured in the cancer center right above the drip chamber, specifically where the tubing splits. The product concern form states, "product used for: administering blood products". There was no patient harm.